Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Post-operative insert breakage. The patient is male and (B)(6), accepted tha on (B)(6) 2018. No anomaly was observed during procedure. The patient felt pain and returned hospital on (B)(6) 2018. X-ray report indicated insert broke. Revision surgery will be performed. Now patient condition is stable and he requests revision surgery for free.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.